Event description:
It was reported that the ventilator failed gas supply test, flow transducer test and o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test, flow transducer test and o2 sensor test during pre-use check. The ventilator was investigated by our field service engineer on-site and the o2 gas module was found defective. Prior to replacing the o2 gas module, the status of the gas supply was checked and the pre-use check passed. Hence, the o2 gas module was not replaced. No log files or service report was provided. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).